Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 399mg/dl at the time of the incident. The customer reported that in the middle of a bolus the screen went blank and pump alarmed excessive no delivery alarm and then reset. The customer reported that this happened twice and now screen is blank. The customer was advised that the pump will need to be replaced. The customer reported that she is experiencing high blood glucose. The customer reported that last blood glucose was 399mg/dl. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.